Event description:
As reported by the user facility: customer has underinfusion: spoke to customer and she verbalized: "the only info I have is that it is an underinfusion" "if there was a pt injury, they would have told me".